Event description:
It was reported that the procedure was treating a moderately tortuous, moderately calcified, 99% stenosed lesion in the mid left circumflex coronary artery. After pre-dilatation, the 3.5x28mm xience prime stent was deployed and a proximal edge dissection occurred. The dissection was treated with another xience prime stent. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.